Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the sample had the retractor active and the cannula with the tube. Functional testing found that a leak was detected in the luer. During a review of the manufacturing process, load luer on buckle on fixture and dispense uv adhesive, cure and inspection (one hundred percent) operation were inspected to ensure that luer was properly assembled; no discrepancies were found. Training records were reviewed, operators are trained on operations been performed. Thirty-two extension tubes samples from packaging area were taken and inspect to ensure that the luer does not present any damage and no discrepancies were found. Production personnel verifies one hundred percent that the part (or assembly) has the correct components, features, elements and/or shape. Quality personnel verifies at a one hourly interval that the tubes are bonded to the luer and buckle and that the set is not plugged. The root cause of the reported issue was found to be production staff did not detect the damage or broken luer. A quality alert was generated to ensure that during the inspection, the operators can detect that the luer does not present any damage.

Event description:
It was reported that the product is leaking at the luerlock. No patient injury was reported.